Manufacturer narrative:
Correction: h.5.

Event description:
A peritoneal dialysis (pd patient's spouse reported that the patient encountered an air detected in cassette warning during fill 1 of 5. There was a fluid leak noticed at the pin connector. In a follow up, the patient's pd nurse verified the fluid leak from the connector pin. The patient did not have any harm, intervention or adverse event due to the leak. Patient was able to use new cycler sets to complete treatments with no further issues. The cycler set is available to return.

Event description:
A peritoneal dialysis (pd patient's spouse reported that the patient encountered an air detected in cassette warning during fill 1 of 5. There was a fluid leak noticed at the pin connector. In a follow up, the patient's pd nurse verified the fluid leak from the connector pin. The patient did not have any harm, intervention or adverse event due to the leak. Patient was able to use new cycler sets to complete treatments with no further issues. The cycler set is available to return.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.